Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. Customer had back surgery. While in the hospital, his site was take off and hospital staff tried to tape the site and he went high for a couple of days. Customer was able to get the blood glucose in control. The current blood glucose reading is 133 mg/dl. The insulin pump alarmed during the prime process. Drive support cap is protruded. The insulin pump will be replaced. Nothing further reported.